Event description:
It was reported that during preparation for device changeout this cardiac resynchronization therapy defibrillator (crt-d) system and right ventricular (rv) lead recorded three high out of range pace impedance measurements. No noise was able to be reproduced with provocative maneuvers. The crt-p and rv lead were subsequently explanted and replaced. As these product were disposed of, return is not expected. No additional adverse patient effects were reported.